Event description:
It was reported that the user experienced ¿no insulin¿ and occlusion alerts leading to delivery stopped, requiring an early change of the infusion set and cartridge; the user briefly reconnected an old infusion set to silence the occlusion alert before switching to new supplies, after which the issue resolved. Symptoms included hyperglycemia with a reported highest glucose of 273 mg/dl for approximately six hours, without ketone testing and without medical intervention. Outcomes included temporary limitation of device therapy requiring supply changes and user management without hospitalization or external assistance. Investigation included review of user report and troubleshooting guidance, with product identification provided for contact detach lot 6005141, connector lot 30930, and cartridges lot 30888. Investigation of this case revealed an infusion set and/or flow path occlusion that resolved after replacement of disposable components. It was concluded that the event was related to an occlusion of disposable components, with resolution following supply change and user education to avoid reusing old supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.